Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found a gap between acoustic lens and ultrasound probe and foreign object residue in the charged-coupled device (ccd) lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of a gap between the acoustic lens and ultrasound probe and foreign object residue charged-coupled device (ccd) lens could not be determined. The foreign material could not be identified. According to the instruction manual at the time of shipping the product, there are detailed descriptions as to reprocessing below. Chapter 7 "cleaning, disinfection, and sterilization procedures". Chapter 8 "reprocessing workflow for endoscopes and accessories". Chapter 9 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrovideoscope had a gap between the acoustic lens and the ultrasound probe, and the charged coupled device lens had a deposit. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.